Event description:
In 2003 cytyc's technical support center received a call from assistant manager, at facility reporting that an employee had splashed preservcyt solution containing a pt sample in their eye. Employee had stated that the accident had occurred right after collection of the gyn sample and that the sample was in the vial for less than 5 minutes. Assistant manager states the employee dropped a tube of ky jelly on the vial, causing it to splash up into their eyes. Assistant manager states that the employee flushed their eyes for 10 minutes after the accident and that no further medical attention was required. There have been no further reports regarding the incident received by cytyc in the 25 days since they last spoke with assistant manager. If cytyc obtains additional information it will be forwarded to the FDA via a supplemental report.